Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in a coronary artery. A 3.00x38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent moved a little on the balloon while crossing the lesion. The device was removed from the patient's body and the procedure was completed with another promus element drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was solidified media in the inflation lumen and balloon, which showed signs of positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in a coronary artery. A 3.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent moved a little on the balloon while crossing the lesion. The device was removed from the patient's body and the procedure was completed with another promus element¿ drug-eluting stent. No patient complications were reported and the patient's status was good.